Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review, visual inspection, and functional testing were performed. The f49 alarm was identified during functional testing. The cause of the condition was determined to be a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.